Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: no observed openings. Additional observations: creases were observed.

Event description:
Healthcare professional reported left- side implant exchange with no complaint against the device. Later, healthcare professional reported "MRI identified possible rupture". Device has been explanted.

Event description:
Healthcare professional reported left- side implant exchange with no complaint against the device. Later, healthcare professional reported "MRI identified possible rupture". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.